Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(6) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Patient called complaining of pain in right ankle, had total ankle replacement (B)(6) 2013. Went to another doctor removed cyst's. Also inquiring about recall.